Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty and unable to charge. It was taking too long and he had been charging for 1.5 hours and still had nothing. When the antenna was placed over the ins and attempted to recharge the screen quickly shut down. They were able to communicate with another external device. The patient indicated that they communicated with the patient programmer and it showed the low ins battery screen. It was noted that the patient kept pressing the green button and saw the reposition screen or low battery screen. Toward the end of the call, it appeared that he saw the charging screen but there were no bars and then the screen went blank. They tried charging and the ins battery was not advancing. The zero coupling boxes darkened. Antenna located steps were attempted and the patient reported 8 coupling boxes darkened and the ins was charging first quartile. When they checked the recharger the battery was 1/2 full. It was further reported that the patient woke up with pain in the back on the day of the call. It was stated that the change in therapy/symptoms were considered sudden change. The patient mentioned that he had an x-ray of his sides on (B)(6) and it worked a day before the call with no pain or issues with the ins device. The patient was worried that the x-ray did something to the ins. It was reviewed with the patient that it was ok to have an x-ray with the ins device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.